Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in the hospital with an infection. A blood culture test showed enterococcus faecalis and (B)(6)infection on patient¿s left ventricular and the competitive right ventricular and atrial leads. The full system was explanted. Patient remained stable before, during, and after the procedure.